Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that intermittent occlusion alarms occurred. Customer reported changing supplies every 3 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 281-340 mg/dl.